Manufacturer narrative:
The instrument was inspected and several troubleshooting procedures were performed. The cc cuv dry tip was the cause of the issue and the part was replaced. The part replacement resolved the issue. There have been no further occurrences of discrepant results documented after the cc cuv dry tip was replaced. Labeling was reviewed and found to be adequate. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement for the cc cuv dry tip. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A review of instrument service history identified no contributing factors to the current complaint, nor did it identify any service or complaint issues that may have contributed to this issue. Tracking and trending review did not identify a trend or systemic issue. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results that repeated in normal range on one patient. The results provided were: (B)(6) 2020; sid: (B)(6); initial result = 8.9 mg/dl, repeat result = 1.7 mg/dl (customer reference range 1.6 mg/dl to 2.6 mg/dl). The initial result was not released out of the lab. The sample was a fresh draw that had not been stored, and was clear and free of fibrin. No impact to patient management reported.